Event description:
Literature: garg a, garell pc, mohan al. Placement of the internal pulse generator for deep brain stimulation in the upper back to prevent fracture of the extension wire due to generator rotation: case report. Parkinson's disease.2010. Summary: the authors report on one pt who underwent bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) implantation for parkinson disease (pd); the pt experienced three events of right-sided extension wire fractures. The fractures were presumably caused by mechanical strain on the extension wire due to rotation of the internal pulse generator (ipg) in a loose subclavicular pocket in an overweight female pt. Implantation of the ipg in the upper back led to successful treatment and prevented further extension wire fractures. The pt is a (B)(6) right-handed female with an eight yr history of pd. Initial bilateral stn-dbs implantation was done in (B)(6) 2004; overall improvements were seen. Reportable event: a f/u x-ray in (B)(6) 2007 revealed increased density in the right extension wire at multiple places that suggested new coiling. However, on interrogation, the dbs system was found to be electrically connected and functional. F/u x-rays in (B)(6) 2007 revealed further increased coiling of the right extension wire. On interrogation of the right dbs system, the impedance was found to be high for all electrode combinations. At this point, the authors recommended placing the right ipg in the right suprascapular position. At revision surgery in (B)(6) 2007, the ipg and extension lead were found to be extensively rotated. Postoperatively, the pt reported immediate improvement in her symptoms. The pt has been followed for 12 months after the surgery and reports continued resolution of her symptoms. On interrogation on f/u, the impedance was found to be within the normal range on both sides.

Manufacturer narrative:
(B)(4). It is not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info has been requested.